Event description:
The customer reported via phone call that they had a motor error alarm during a bolus delivery. Customer also reported a no delivery alarm occurring during a manual prime. The customer was unable to troubleshoot at the time of the call due to the motor error alarm. Customer's blood glucose was unknown. The customer will be returning the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.